Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component analysis of the foreign material inside the nozzle revealed that it was organic silicone, silicic acid, and phosphate. We presume that organic silicone, silicic acid, and phosphate are not components derived from the endoscope, but rather from chemicals such as antifoaming agents. Possible causes of the adhesion of foreign material include insufficient pre-cleaning and rinsing, and insufficient drying due to buttons not being removed when the endoscope is stored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: we confirmed that the event is detectable by handling the product in accordance with the following IFU. We confirmed that the event is detectable by handling the product in accordance with the following IFU. IFU operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.